Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was torn/split/cracked into two pieces (possibly cut). A lens bench could not be conducted due to the condition of the returned sample. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) surgeries, a pt reported having headaches, being very sensitive to glare and blurry vision in addition to halos and starbursts around lights. The lenses were exchanged and the event resolved. There are two medical device reports associated with these events; this report is for the right eye.